Event description:
A patient reproted experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 150 mg/dl (meter), 114mg/dl (lab). Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further info has been reported.